Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
It was reported, "after a lapidus arthrodesis at the tmt1 joint, left foot, the patient suffers from a severe rash at the operated area as well as on the whole body. The operation was performed 13 weeks ago".